Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report#3006705815-2016-00265, reference MFR report#1627487-2016-03481. Follow-up identified the issue is resolved.

Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection cannot be confirmed via laboratory testing UDI(di): (B)(4).

Event description:
Device 3 of 3. Reference MFR report#1627487-2016-03481, reference MFR report#3006705815-2016-00265. The patient received two extensions (model 3386) with the same lot number. The patient has two systems (cervical and thoracic). It was reported an infection was discovered at the cervical ipg pocket site. It is unknown if cultures were taken. Surgical intervention was scheduled as the next course of action to address the issue. Follow-up revealed surgery took place on (B)(6) 2016. During the procedure, the physician observed pus at the extension site. Reportedly, only the ipg was explanted on this day. After which, the patient was placed in the intensive care unit. Subsequently, the patient was referred to a neurosurgeon for further intervention. Additional follow-up identified a second surgery was undertaken at an unknown date during which time the cervical lead and extensions were explanted. The sjm representative was not present for the case. The thoracic system remains implanted. No further information has been made available at this time.